Event description:
It was reported that a user experienced maladjusted ilet meal dosing, with the system delivering approximately 14 units for breakfast, which the user perceived as excessive, and the user began announcing less than usual to prevent lows. Symptoms included hypoglycemia accompanied by shakiness/ tremors. Blood glucose reached 48 mg/dl and required treatment with oral carbohydrate. Outcomes included the need for corrective action by the user and customer support without medical intervention. Investigation included clinical support review, data sync, attempted device re-pairing, and a guided factory reset with education on the learning phase and consistent meal announcements. Investigation of this case revealed that meal announcements were inconsistent with usual intake, leading to inappropriate dose adaptation and low glucose events. It was concluded that the event was related to misaligned meal inputs during the learning phase, with device performance restored through factory reset and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.